Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable insulin result for one patient sample. The initial result was 481.6 uu/ml. On (B)(6) 2015, the aliquot from the same sample was sent to another lab and measured on an abbott instrument. The result was 128.4 uu/ml. The initial result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 180953. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be determined. Further clarification was not possible with available information. Sample from the patient was submitted for investigation and was tested on an abbott analyzer and a siemens immulite analyzer. The results were above the reference ranges and confirmed the pathologic high insulin result for the patient. Based on the provided data, a general reagent or instrument issue was not suspected.